Manufacturer narrative:
Visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the progav 2.0 was tested and is not adjustable throughout the normal range. Klick force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal positions. The results show that the valve is not operating within the acceptable tolerance. Internal inspection: after dismantling of the valve, deposits were found inside. Result: based on our investigation, we can determine an accelerated outflow at the valve at the time of our investigation. The cause of the accelerated outflow could be the detected deposits deposits caused by substances naturally present in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of protein can compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 (part # fx410t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the valve was believed to be operated in under-drainage and non-adjustability. The patient underwent a revision procedure performed on (B)(6) 2022. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Same event as rm 4545_1 / 3004721439-2022-00429.